Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot#: 0210119938, implanted: (B)(6) 2015, product type: lead. Product ID: 3877-75, lot#: 0210119937, implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 05-aug-2019, UDI#: (B)(4); product ID: 3877-75, serial/lot #: (B)(4), ubd: 05-aug-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the previous ins was replaced due to out of range impedances for electrodes 7 and 15 which was reported in manufacturer report # 3007566237-2019-00048. Following this replacement, with the current ins, the impedance test was the same but the feeling of the patient was correct. The cause of the out of range impedances was unknown. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.